Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent vibration on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4).